Event description:
It was reported that the patient presented to the clinic for a follow-up. The atrial lead exhibited high capture thresholds, poor sensing and high impedance due to lead dislodgement. The patient had a coronary artery bypass surgery which affected the lead function. The lead was capped and replaced on (B)(6) 2017. The patient's condition during and post procedure was normal.